Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no power or was too small to meet surgical requirements. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) instrument to perform failure analysis (fa). Fa was not able to confirm the reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire(s). Further evaluation was completed by advance failure analysis (afa). Afa conformed initial findings. The instrument passed the energy recognition test, however, failed to deliver energy. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through the visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board or pins that would cause a break in the circuit for the grip failing continuity. The mbf instrument was then disassembled, and it was confirmed that the conductor wire was broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction was within the main tube, near where the main tube meets the lower chassis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.